Event description:
It was reported that edema-ascitic decompensation occurred. On (B)(6) 2019, the patient was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Advanced, multicompartment dosimetry was performed to assess treatment dose. 0.49 gbq was administered to the liver (right liver) through vial 1 and 2.97 gbq was administered to the liver (selective) through vial 2. On (B)(6) 2019, 50 days after the index procedure, patient developed edema-ascitic decompensation and was hospitalized for further evaluation and treatment. The patient was noted to have edema from lower limbs to the knee, weight gain and increase in abdomen size. The event was treated medically and considered resolved.